Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient said they saw the doctor last wednesday or thursday, and the doctor decreased the stimulation to the lowest level because the patient was getting a lot of uncomfortable feelings as the stimulation was too strong. Patient said they were getting stimulation in the back, and according to the doctor, they shouldn't be having it there. Patient also said they have incontinence every day and their abdomen is very sore because they have diarrhea all the time since implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation in their back was unknown. Their doctor didn't know. They though it was because the patient was very sensitive to the device. They lowered it to .05 which is very low. They are still having incontinence going on since implant. The issue was not yet resolved. They would be returned to their doctor on (B)(6) 2024 and hoping they would get some medication, but they didn't think so until this issue can be solved. On 2024-nov-15 additional information was received from the patient. They said that even when they turned it down, they continued to have discomfort and they've been miserable since they got it implanted and their ibs (irritable bowel syndrome) continues to be the same. So, when they go to see the doctor, they are going to ask them to have it removed.